Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room, and the right ventricular (rv) lead exhibited high impedances, a loss of capture, and a fracture. The patient required external pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.